Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a diabetic ketoacidosis. Customer was hospitalized because the insulin was changing. No further information was obtained because the customer hung up the phone while troubleshooting for a sensor versus blood glucose level issue. Customer's blood glucose level was not reported. The device was not returned.